Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.

Event description:
The customer reported experiencing low blood glucose and her doctor advised her to request a replacement of the insulin pump. The customer declined to troubleshoot. Advised the customer to revert to back up plan. No further information was provided.